Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2015 which performed as expected. The immucor laboratory also received returned patient blood sample from the customer site to be tested. This immucor laboratory testing was performed on (B)(4) 2015. The outcome of this immucor testing was that the customer's observations were not reproduced. Immucor obtained positive results when the blood sample was tested against retention products. An immucor field service engineer (fse) visited the customer site on (B)(4) 2015 to assess the testing instrument and determined that the instrument was operating as expected.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.